Manufacturer narrative:
After successful use of a 7f exoseal device for vascular closure, it was reported that the patient developed severe hypotension upon return to room. A CT scan was performed due to suspected retroperitoneal hemorrhage and revealed massive hemorrhage from puncture site to retroperitoneum. Due to severe hypotension, a blood transfusion was conducted. After that, the vital signs became stable and bleeding ceased. The patient recovered well and was discharged from the hospital after a couple of days. The device was not returned for analysis. The exoseal vcd was used for hemostasis of the right common femoral artery following a percutaneous coronary intervention (pci). The procedure used a retrograde approach. The vessel characteristics of the access site are unknown. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this case. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. After the pci, the exoseal vcd was used according to the IFU without any problem. There was no difficulty deploying the plug and hemostasis was successfully achieved with the exoseal vcd. The exoseal vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. The procedure finished successfully. Patient was discharged after a few days in stable condition. The patient¿s blood pressure and act were unknown. The physician had achieved certification on the use of the exoseal vcd; it is unknown how many times the physician had used the exoseal vcd prior to this case. The exact lot number of the complaint device is unknown. The following are 4 potential lot numbers 15845979, 15849659, 15801062, & 15822169. A review of the manufacturing documentation associated with these four lots revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Access site hematomas/retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Review of the available information suggests that patient, pharmaceutical and/or procedural factors may have contributed to the reported events. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
After use of a 7f exoseal device for vascular closure, it was reported that the patient developed severe hypotension upon return to room. A CT scan was performed due to suspected retroperitoneal hemorrhage and revealed massive hemorrhage from puncture site to retroperitoneum. Due to severe hypotension, a blood transfusion was conducted. After that, the vital signs became stable and bleeding ceased. The patient recovered well and was discharged from the hospital after a couple of days. The device will not be returned for analysis. The exoseal vcd was used for hemostasis of the right common femoral artery following a percutaneous coronary intervention (pci). The vessel characteristics of the access site are unknown. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this case. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. After the pci, the exoseal vcd was used according to the IFU without any problem. There was no difficulty deploying the plug and hemostasis was successfully achieved with the exoseal vcd. The procedure used a retrograde approach. The exoseal vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. The procedure finished successfully. After the patient returned to room and while resting in bed, the patient developed severe hypotension and underwent a CT scan due to suspected retroperitoneal hemorrhage. CT showed massive hemorrhage from puncture site to retroperitoneum. Due to severe hypotension, blood transfusion was conducted. Patient was discharged after a few days in stable condition. The patient¿s blood pressure and act were unknown.

Manufacturer narrative:
The physician had achieved certification on the use of the exoseal vcd; it is unknown how many times the physician had used the exoseal vcd prior to this case. The event occurred in (B)(6) 2013/the exact date is unknown. Therefore, event date was entered as (B)(6) 2013. This device is not available for testing and evaluation. The exact lot number of the device is unknown; the following are 4 potential lot numbers 15845979, 15849659, 15801062, & 15822169. A device history record (DHR) review will be performed on these lots and will be submitted within 30 days upon receipt.